Event description:
It was reported that the pump and catheter were explanted due to infection. The pt was having a great experience with the pump and his pain control, but the incision site became infected and the physician was not able to get it under control. The pt was being treated for the infection and his pain was increased. There was no problem with the pump or catheter; they were not being returned to the MFR. The pump contained morphine 30 mg/ml and bupivicaine 13 mg/ml.

Manufacturer narrative:
(B)(4).